Event description:
A patient reported blood glucose results of 29 mg/dl, 328 mg/dl, 26 mg/dl and 315 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.